Event description:
It was reported that the customer was hospitalized for low blood glucose. The nurse stated that the doctor requested a replacement of the insulin pump. Also, it was stated that the doctors believed the device was not functioning properly, and it was causing her blood glucose to fluctuate. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.